Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 aug 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for multiple saes (serious adverse events) including confusion. A head CT ( computerized tomography) scan was performed and found a bilateral frontal infarct. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, the report of low flow alarms could not be confirmed as no log files were provided by the account for review. Although a specific cause for these events could not be conclusively determined through this evaluation, the account stated that the low flows were due to dehydration and resolved with rehydration. A direct correlation between mlp-010940 and the reported dehydration could not be conclusively established. The account reported that the patient was admitted to the hospital on (B)(6) 2020. The patient presented with low flows, nausea, vomiting, and diarrhea. The patient¿s low flows were reportedly caused by dehydration and resolved on (B)(6) 2020 with rehydration as the nausea and vomiting dissipated. Oral (po) compazine was also prescribed, to be taken as needed for the nausea. Upon admission, the patient also showed signs of confusion. A head computed tomography (CT) scan revealed bilateral frontal infarcts which had not been present on the patient¿s last head CT taken prior to pump implant. It was unknown if any changes in patient condition or anticoagulation might have contributed to the patient¿s confusion; however, no changes were made to the patient¿s treatment. The patient¿s confusion was later diagnosed as dementia which remained ongoing. The reported events were not thought to be device related. The patient was discharged in stable condition. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer 08aug2018. The hm3 lvas instructions for use (IFU) lists other neurological events (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assis system. This document also lists neurological dysfunction as a potential late postimplant complication. In reference to pump flow, the IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.